Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 290 mg/dl. During troubleshooting, a system check was performed and no insulin was observed dripping out of the infusion set tubing. The customer changed the supplies to address the issue. Reportedly, the cartridge was in use for 8 days. Tandem technical support reminded customer on cartridge/insulin labeling.